Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to adhesion of foreign material to the electrical contact in the connector, or dust in the device. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the visera elite video system center had a b30 scope communication error. The issue was found during preparation for use. There was no patient or procedural impact.

Manufacturer narrative:
The device was not returned to olympus for evaluation and the complaint was not confirmed. The customer reported that they would clean the contacts and call back olympus should the error recur. The customer later reported that the endoeye is the reason for the error and that the endoeye would be returned for repair. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.